Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a breast augmentation primary procedure with a saline mentor siltex round moderate profile 300cc breast implant and experienced deflation on the right breast implant. The deflation was diagnosed by the doctor¿s exam. As a result, the patient had undergone explantation on (B)(6) 2018.

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 6/8/2018. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary procedure with a saline mentor siltex round moderate profile 300cc breast implant and experienced deflation on the right breast implant. Upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. White material was observed on the shell surface. During examination, the product evaluation team observed a rent measuring approximately 0.2 cm within an area of siltex cracking on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow and white material observed in the device. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast implants. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received with the field experience report on 5/10/2018. The final fill volume of the prostheses was 300ccs. When the prostheses were explanted, bilateral replacement with 350cc mentor memorygel breast implants was also performed. The mentor failure analysis lab received the device for evaluation on 5/10/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis has been completed, a supplemental report will be submitted. On 6/1/2018 it was realized that the implantation date was erroneously submitted with the incorrect year. The date has been updated in this report. Concomitant medical products: mentor siltex round moderate profile 300cc breast implant, catalog #3542645, lot #215855 manufacturer¿s reference number: (B)(4).